Event description:
Consumer received burns and blisters from the heating pad on hip. The consumer did not report the incident to the manufacturer. The product was returned to the store. The burn did not require medical attention.